Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "the PICC catheter presents occlusion when passing medication into the infusion pump. The catheter feels different to the touch. The administration of the therapy to the patient has been stopped." No other information was provided.